Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 sensor was inadvertently pulled out and session was terminated. Upon sensor insertion site and patient's surroundings examination, patient noticed that sensor wire was missing. Patient doesn't report any pain or irritation at the sensor's insertion site and will not seek medical intervention. Patient had been wearing his sensor for 10 consecutive days at the time the sensor was abruptly pulled out. Extended use of sensor beyond 7 days is off-label. Since patient is unable to provide cgm data, dexcom is seeking for patient to return his cgm in order for dexcom to investigate the data around the time of the event.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.